Event description:
The pump was returned for evaluation. Upon investigation, the pump was cited for multiple occlusion errors potentially related to the dsps sensor. Upon start up for investigation, the pump's pneumatic system began to experience leaks, the pump immediately issued a pump problem alarm. When the alarm prompt was acknowledged and cleared out, the screen was stuck at the primary infusion tab. Every prompt was greyed out with the exception of the "more options" button. Logs were pulled in an attempt to identify the failure. The logs were ran through the parser tool. The logs called out multiple failure instances at the same time including: positive leak failure rate (valve 1), electrical hardware failure for both batteries, and a linux core hardware failure (som failure). The pump was power cycled and allowed to start up again. There were no signs of fault during the second startup. With no errors upon startup, the final acceptance test was performed on the pump to test its overall functionality. The pump passed testing with no further errors. The pump's dsps sensor was inspected for any potential damage with none being noted during inspection. The pump was then reverted back to manufacturing mode and was tested following work instructions to test the dsps. The pump passed dsps testing with no errors. Primary failure is attribute a linux core hardware failure (som failure).

Event description:
Customer reported the following: biomed reported service request from nurse. "This pump will start having an occlusion error for a fraction of a second near the end of the infusion and keep doing it intermittently. It has happened to multiple different people at different times." She has a video and biomed will work with her to send it. Waiting to hear if biomed was able to duplicate the error during his testing. Biomed confirmed he was unable to duplicate issue during his testing. He also described the alarm as "the yellow light would come on, occlusion error on screen and then it would immediately disappear and keep infusing", he is still trying to get the video from the nurse. Preliminary evaluation of the device logs indicates that this is sensor hardware failure (downstream pressure sensor). This stopped an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event was reported. Further information is needed to complete the investigation.